Manufacturer narrative:
(B)(4).

Event description:
Customer reports fraying of wire during insertion. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned an arterial guide wire, catheter, needle, and product lidstock for evaluation. Signs of use in the form of biological material were observed on the returned components. The guide wire was returned inside the needle. Visual inspection of the guide wire, once removed from the needle, revealed that it was kinked in multiple locations throughout its body. The distal j bend was observed to be misshapen but intact. Both welds were present on the guide wire and appeared full and spherical. The major bend in the guide wire was measured to be between 30-45mm from the distal end. The guide wire total length measured 354mm which is within the specification of 350 - 355.6mm per guide wire product drawing. The guide wire outer diameter measured 0361mm which is within the specification of 0.610-0.635mm per guide wire product drawing. The guide wire was functionally tested per the instructions for use (IFU) provided with the kit which states, "insert tip of spring-wire guide through introducer needle into artery. If catheter/needle assembly is used, remove needle and insert spring-wire guide through catheter into artery as described above." The returned guide wire passed through the returned catheter and needle with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) provided with the kit warns the user, "caution: use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter together as a unit. Use of excessive force may damage catheter or spring-wire guide." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked between 30-45 mm from the distal tip. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use , unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reports fraying of wire during insertion. No patient harm reported. The patient's condition is reported as fine.